Manufacturer narrative:
(B)(4). Sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation, redness, swelling or pain at the insertion site.

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a broken sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is attached to the housing puck. The customer's complaint of a broken sensor wire was not confirmed. A root cause could not be determined.